Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the catheter balloon 'popped' during a thermal endometrial ablation procedure. A second device was used with no patient consequences.